Event description:
It was reported that the patient was implanted a inverse/reverse screw system, 4.5-42 on the right side on (B)(6) 2013. Currently, the patient is being monitored due to pain. On (B)(6) the patient had to go to emergency and was diagnosed with a "mildly displaced fracture of the right scapular spine/acromion process". It was stated the patient is experiencing pain and complaining of it feeling like it was "catching" when he raised his arm. It is further reported that the patient had a preoperative diagnosis of a right shoulder cuff tear arthropathy. The patient had a right reverse total shoulder arthroplasty with a trabecular metal reverse total shoulder system (size 16 press-fit stem size 6 poly standard metaglene glenosphere inferior 48 locking, superior 42 non-locking).

Manufacturer narrative:
The manufacturer did not receive devices and x-rays, as the patient has not been revised. Other source were provided (letter from customer, implantation report, medical reports) documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and a investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional documents were received, but these did not provide any additional information on the case. The evaluation of this case has been completed. The manufacturer did not receive devices for review, as the patient has not been revised. Other source documents (letter from customer, implantation report, medical reports, x-rays, x-ray notes) were provided. The device history records were reviewed and found to be conforming. Based on the given information and the results or the evaluation, a specific root cause for this issue could not be identified. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this case is (B)(4). Notes: another report related to the same case is tailed under 9613350-2014-03693-001, with the same zimmer reference number (B)(4). This is a split case with zimmer warsaw, the related report has been filed separately under zimmer reference number (B)(4).